Event description:
See mdrs 9680794-2013-00095 and 00096 for the first and second events with the same pt. This report involved (B)(6) yr/old female pt, 155cm, weighing (B)(6). It was reported that in the ICU during insertion the swg kinked. A delay was reported, however, there was no reported death or complications to the pt as a result of this delay or occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.